Event description:
The customer alleged that she performed a control test using her contour system and received a result of 275 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The customer had to go to an appointment, so she was unable to troubleshoot during the call. Customer service attempted to call the customer back several times after the initial call, but they were unable to speak to her. No product will be returned.